Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported event of no device output was confirmed due to defective power supply unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro video system center has no output. In addition, there is a smell of something burning. The event occurred during preparation for use, prior to at therapeutic laparoscopic procedure. The procedure was aborted with no more than a15-minute delay. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. The probable cause of the issue was caused by the burning of some part of the power supply unit; however, the cause of the phenomenon could not be identified. According to the repair department, it was confirmed that the subject device did not start, and that reason was due to a faulty power supply unit. After checking the manufacturing history, it was confirmed that there were no manufacturing abnormalities or corrections.